Event description:
Event description guidant received information that upon interrogation of this boxed implantable cardioverter defibrillator (ICD) an error message was displayed indicating that the device had reverted to 'factory mode'. The device had not yet been shipped from guidant as this error message was discovered in final packaging.